Event description:
Reporter indicated via clinical notes received to the manufacturer that a vns patient was having longer seizures and that the patient had a history of sleep apnea. A battery life estimate for the vns generator revealed it has likely been at end of service since (B)(6) 2009. Replacement of the vns generator appears likely. Attempts for further information are in progress.